Event description:
The customer is reporting the generator is self-activating when turned on. No injuries occurred.

Manufacturer narrative:
The generator was tested and found to self activate in the bipolar mode with full output. Troubleshooting revealed that capacitor, c5 on the logic board would heat up, causing the generator to self activate. Visual inspection of c5 markings determined that the capacitor was a .1uf capacitor instead of the suggested .033uf, which is listed on the sse2l service manual parts list. Capactior c5 was replaced and the generator was tested. No further malfunction was found. It cannot be determined when c5 was changed to a .1uf capacitor. This is considered an isolated component failure.